Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe 30g experienced hub separates from the device. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when the shield was removed, the needle with the shield was separated from the barrel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of a 0.3ml bd insulin syringe from lot# 0069635 were provided. The customer reported that when the shield was removed the needle with the shield was separated from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0069635 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe 30g experienced hub separates from the device. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when the shield was removed, the needle with the shield was separated from the barrel.